Event description:
The customer reported erroneous high patient results generated for na (sodium) and cl (chloride) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided patient data for two(2) patient samples.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse observed air in buffer line and determined that the buffer valves malfunctioned. The fse replaced the buffer valves and reseated buffer line connection which resolved the issue. Patient demographic information was not provided. Beckman coulter internal identifier is case-(B)(4).